Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 05/11/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a rectopexy procedure, the ligasure device stopped working and no longer had power. A new device was used to complete the procedure. No patient injury occurred or medical intervention required. However, examination of the received device found it would self-activate when shaken.

Manufacturer narrative:
(B)(4). One used ls1020 device was received for evaluation, and testing of the sample found that it would self-activate when shaken. Further investigation confirmed the issue to be due to the switch button, where excessive force or overuse of the button caused it to become shorter than normal and closer to the activating switch. Review of the relevant device history records for this lot found no potentially contributing entries, and that it was released upon meeting all quality specifications. No trend is associated with this issue.